Event description:
It was reported that at the beginning of an a-fib procedure, after mapping at the left atrium at the pulmonary veins, the patient's blood pressure dropped and the ultrasound confirmed pericardial effusion. Pericardiocentesis was performed and it was unknown the amount of fluid that was removed from the pericardial space. The patient was stabilized and admitted for observation. The physician stated that nothing during the transseptal access, mapping, or ablation could be identified as the cause of effusion.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 rmt system us: catalog #: fg560000, serial #: (B)(4); stockert 70 system us: catalog #: s7001, serial #: (B)(4); cool flow pump us: catalog #: cfp002, serial #: (B)(4); lasso variable catheter uc: catalog #: d7l202515rt, lot #: 15681857l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that at the beginning of an a-fib procedure, after mapping at the left atrium at the pulmonary veins, the patient's blood pressure dropped and the ultrasound confirmed pericardial effusion. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection test and irrigation test were performed and the catheter passed all tests. Since the catheter passed specifications, the root cause of the effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.